Event description:
Peg feeding tube broke beneath skin and feeding tube passed from stomach into bowel. Pt underwent endoscopy but unable to visualize tube to retrieve. Pt monitored/x-rayed and eventually passed foreign body 6/23/95 with no complications.